Event description:
The customer's mother stated that the customer was hospitalized for diabetic ketoacidosis. The mother reported a blood glucose reading of 336 mg/dl during the phone call. The customer changed the infusion set the night prior to the hospitalization. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump also passed the prime and high pressure tests. The customer's mother later called and asked to have the insulin pump replaced because the customer continued to have high blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.